Manufacturer narrative:
It has been communicated by the customer that the device wil be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint information was provided by zimmer.

Event description:
It was reported during an unknown procedure the reamer handle broke at the connector. The broken piece stayed in the hand power quick connect. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The complaint sample was returned incomplete and there were obvious signs of wear observed during visual examination. It is unknown as to how many cycles this device has seen throughout its life in the field. The power adapter was broken off with surface deformation observed near the fracture area indicating the complaint sample had experienced a torsional overload. A process review was completed and no discrepancies were found. No further investigation is required. (B)(4).